Event description:
It was reported during use of bd bbl chromagar candida medium, a false negative result occurred with one patient sample. The patient sample was confirmed to be candida albicans using the bd phoenix¿ m50 system. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary this memo is to summarize findings on your recent complaint (B)(4) regarding bd bbl¿ chromagar¿ candida catalog number 257480, lot number 4176280 with respect to performance issue. Event description: the customer reports growth of candida albicans with white coloration and not the same as the manufacturer's specifications. Complaint history review: the complaint history for the past 12 months was reviewed, and one similar complaint was registered for this catalog number by the same customer. A trend has not been identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: an analysis of growth promotion ability of the medium to test the functionality for the media was performed on retention samples. The evaluation and growth of candida albicans atcc 60193, candida albicans atcc 10231, strains used for quality release testing of catalog number 257480 were applied to medium of lot no. 4176280. Plates were incubated for 40-48h at 35-37°c in aerobic atmosphere in the dark. All strains showed good growth according to our specifications. The colony appearance was medium-sized, light green to green as described on the certificate if analysis. The customer did not provide return samples, but images of candida growth on chromagar candida plates were provided showing a plate of lot no. 4176280 with white coloration of colonies and one plate of lot no. 4176280 with green coloration of colonies. Evaluation results: at this stage of the investigation no deviation from our validated manufacturing process could be detected. No discrepancy could be detected during the qc release test for the complained batch. Growth promotion tests of retain samples were within specifications and growth was satisfactory for all tested strains. A corrective and preventive action will not be implemented as a trend could not be identified. Investigation conclusion: based upon our investigation, we have excluded any systematic failure in our manufacturing process. All the release testing was satisfactory. Furthermore, upon evaluation of retain samples we cannot confirm the complaint for a performance issue. Results of growth promotion tests were satisfactory. In addition, no other customer has raised a similar complaint for this lot number. We consider the occurrence a single event. Please take care that the chromagar candida plates should be stored in the dark, as this may have an influence on the result. All prepared media must be stored in the dark. If exposed to artificial light, sunlight, or uv light for a longer time, the performance of all media may be reduced. Several media, such as chromogenic media, are especially sensitive to strong illumination before and during incubation. A definite root cause could not be found. However, bd will continue to monitor incoming complaints for similar failure types to determine if further actions are needed. We are sorry for the inconvenience. We would suggest that you set aside, and not use, any prepared plated media that does not meet the appearance and performance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual).

Event description:
It was reported during use of bd bbl chromagar candida medium, a false negative result occurred with one patient sample. The patient sample was confirmed to be candida albicans using the bd phoenix¿ m50 system. There was no health impact or consequences reported.